Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, at third inflation, it was noted that the balloon ruptured at 12atm. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.